Event description:
It was reported that, "the surgeon could not remove the head from the stem. Because, it combined tightly on the stem. Therefore, the surgeon removed the stem with head and implanted a new stem, head and a cemented cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 1007-0625, lot # unk, description: omnifit micro-structured stem.